Event description:
The patient presented in clinic following an episode of syncope. Upon investigation, episodes of loss of capture and low sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed which noted the rv lead had lost slack since the initial implant procedure. In addition, the device was found to have flipped its position in the pocket. The beginnings of lead dislodgement due to twiddler's syndrome was suspected. A revision procedure was performed where the rv lead was explanted and replace to resolve the event. The patient was in stable condition.